Event description:
It was reported that during normal device change out it was difficult to loosen the set screw. The patients condition was fine and stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: the reported field event of set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the atrial and ventricular sense/pace set screw cavities. This material prevented full insertion of the torque driver in the hex cavities and resulted in difficulty loosening the set screws.